Event description:
Caller (customer's daughter) reported the customer's adc blood glucose meter lost calibration and he was therefore unable to test. Paramedics were called and transported the customer to a local hospital where a reading of 30 mg/dl was obtained on the hospital meter. Customer was diagnosed with hypoglycemia and treated with "glucose and serum". There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.